Event description:
Customer reported testing on the finger with the freestyle meter and received a reading of 140 mg/dl. The customer felt low at that time. The customer fainted after taking the test and their family member found customer and called the paramedics. They received a reading of 22 mg/dl with their accucheck meter. The customer was treated intravenously.